Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated the patient underwent revision due to pain and elevated metal ions. During the procedure, lot of metallosis was identified in the joint. MRI identified fluid collection and pesudotumor, which was debrided during the procedure. There was a tear of the gluteus tendon and atrophy of muscle tissue. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: part: 00-7848-012-00, kinectiv modular neck e, lot: 60892514; part: 00-8018-036-02, femoral head 0x36mm dia, lot: 61036033; part: 00-7713-011-00, mod ml taper fem st 11, lot: 60867879; part: 00-6305-050-36, xlpe poly liner 50/52/54 x 36, lot: 61021894; part: 00-6202-050-22, tm acet shell 50mm cluster, lot: 61032589; part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 61013593; part: 00-6250-065-20, trilogy bone scr 6.5x20, lot: 60595350. Multiple MDR reports were filed for this event, please see associated reports: 002648920-2019-00449.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown kinective stem size 11. Unknown 36mm cocr head +0. Unknown 36 neutral triology liner. Unknown cup. Medical records were evaluated and the reported event was confirmed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05383, 0001822565 - 2017 - 05388.

Event description:
It was reported patient was revised approximately 9 years post-implantation due to pain, elevated metal ion levels, metallosis, and trunnionosis around the neck and head. The patient¿s stem, head, and screws were removed. Attempts have been made and additional information on the reported event is unavailable.